Event description:
Procedure: colon resection. According to the reporter: staples did not form properly. Blood loss was reported as 200ml due to conversion to open procedure. A re-section of 2cm rectum was necessary. Surgical time was extended by 60 minutes.